Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: brand name; common device name; PMA/510k; if follow-up, what type. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: b5; g3; h2upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem ¿ unknown part and lot. Unknown shell ¿ unknown part and lot. Unknown liner ¿ unknown part and lot. Customer has indicated product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05827.

Event description:
It was reported that patient underwent a left hip revision approximately 9 years post implantation due to pain, swelling, and inability to weight bear. During the procedure, black sludge throughout the hip joint suggesting metal reaction was found. It was also noted that the trunnion was flattened on 2 sides and wedge shaped. Attempts have been made and additional information on the reported event is unavailable at this time.